Event description:
Pump reported to be set at 20 ml/hr with a 500 ml bag of either normal saline or d5w. Between 2 to 3 hrs later the bag was found empty. No pt injury resulted. The pump was removed from service.